Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced performance decrement, poor sound quality and pain (tapping/pressure sensation) with the device subsequent to sustaining a head trauma on (B)(6) 2025 (specific date not reported). The patient also reported dizziness after stimulation with the implant, followed by no connection to the internal device. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2025 and the patient was implanted with a new device during the same surgery.